Event description:
Following an atrial fibrillation ablation procedure, a pericardial effusion was noted. During ablation of the left atrium, the patient became hypotensive and a pericardial effusion was noted via echocardiogram and fluoroscopy. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.